Event description:
Reporter reported to smiths medical that the tubing became dislodged from the proximal luer lock. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Expiration date for lot 1158315 is 06/2010. Manufacture date for lot 1158315 is 06/2007. The subassembly in question is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. The device history record was reviewed for the subassembly with no issues present. The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is completed.